Manufacturer narrative:
Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd scale mark syringe with luer-lok tip foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: but in this syringe behind the stopper was a lot of ¿powdery substance¿.